Manufacturer narrative:
D10:concomitant prod continued: mrasc0002, sn: (B)(6) preliminary device evaluation: medtronic led an evaluation of the associated device data and provided image for the reported monopolar curved shears (mcs). Evaluation of the device data indicates that the mcs was connected to arm cart assembly (aca) 3 sn: (B)(6). The mcs had a total use time of thirty-five minutes and a use count of one. Logs show an occurrence of an error code which is associated with a difference in commanded and actual jaw angles. This is most likely due to instabilities within the instrument controller or aggregated movements during a procedure. The error code is a subsystem inoperable error which blocks the movement of the system and puts out an error message stating: "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume". Review of the provided image notes multiple images were provided and show the operating room team interface (orti) with errors on aca 3 which the mcs was connected to. These errors came up multiple times on the orti and are as follows: 1. "Arm 3: warning: arm error, if instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm" at 0h 37m, 31s 2. "Arm 3: warning: non-recoverable arm error. Follow other arm-specific notifications, or remove arm from use and unplug arm to continue" at 0h 37m 11s 3."danger arm failure. Check for unintended arm motion. Use mechanical releases to withdraw, replace arm. Contact medtronic support" at 0h 37m 11s 4. "Arm 3: warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm¿ at 0h 38m 40s 5. "Arm 3: danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm" at 0h 38m 40s 6. "Arm 3: insertion disabled. If docked, attach supported instrument. If draping/un-docked, open port latch to move instrument drive unit" 0h 38m 21s 7. "Arm 3: danger: arm undocked. Check port latch. Touch dismiss to resume use" at 0h 37m 43s 8. "Arm 3: warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm" 9. "Arm 3: warning: arm communication error. Regain surgeon control. If error reoccurs, discontinue use of arm and contact medtronic support" at 0h 38m 57s 10. "Arm 3: warning: arm communication error. Regain surgeon control. If error reoccurs, discontinue use of arm and contact medtronic support" at 0h 38m 57s 11. "Arm 3: warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm" at 0h 38m 47s. An image of the surgeon user interface showing the errors on aca 3 which was connected to the mcs. Further evaluation of the reported monopolar curved shears is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic umbilical hernia repair, while closing the peritoneum at the end of the procedure, the monopolar curved shears (mcs) triggered an instrument error. The broken instrument procedure was performed to remove the mcs, which was replaced with an extra large needle driver (xlnd). Another instrument error was triggered for the xlnd, so it was removed using the broken instrument procedure. The start-up specialist (sus) indicated that the error may have been triggered due to the surgeon working in close proximity to the trocar. While the xlnd was connected, a clicking noise could be heard coming from the sterile interface module (sim) as it rotated. There was a delay of approximately 6-minutes. There was no patient injury.